Event description:
It was reported that the patient presented with incontinence with an artificial urinary sphincter (aus). The patient underwent a surgical procedure to have the aus explanted, when the physician identified that the aus balloon did not have fluid inside. A new aus was implanted. No patient complications were reported.